Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose level was 330 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.